Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter was removed from the bag, the shaft was kinked and the wires were exposed. The product was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.